Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A patient with a tendril lead implanted in (B)(6) 2017 was seen for a follow-up. Interrogation revealed automatic mode switch and noise episodes due to suspected myopotential oversensing on the atrial lead was noted during follow-up. Isometric testing was performed but myopotential oversensing was not confirmed. No other actions have been taken and the patient is in stable condition.